Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The patient had 4cm aortic neck at the time of the procedure. The neck dilated and is now only 6mm in length. The neck dilated and is now only 6mm in length. The proximal neck is 22.9-23.2mm in diameter and 6.5mm in length. It was reported that a follow up CT scan observed a proximal type I endoleak. The physician believes that cause of the event was related to disease progression and neck dilation. An intervention was performed and a endurant ii 28x28x70 and aptus anchors (planned) were implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Date of event is unknown.

Event description:
Film review analysis: films and a 3d web report from 2 months post-implant confirmed that the endurant bifurcate is currently 15mm below the lowest renal and the proximal stent graft od at this level is approximately 26mm. The neck diameter is 23 -24mm along the 6mm length below the lowest renal artery. The neck appears moderately angulated. The max diameter aaa is 6cm and there is a proximal type I endoleak. There is a type ii endoleak from multiple lumbars. The ipsi limb is positioned within the right common iliac artery and the contra limb within the left common iliac. The left internal iliac artery is aneurysmal; approximately 3cm in diameter. The exact cause of the proximal type I endoleak could not be determined. Films initially post-implant were not available, and it is unknown if the device may have migrated or was implanted lower than intended. It is possible that neck dilatation may have contributed to the inadequate proximal seal. The type ii endoleak may have also contributed to the aneurysm expansion.